Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the transfer set was separated from the twist clamp. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one sample was received for evaluation. A visual inspection noted the silicone tubing was separated from the twist clamp. The reported condition was verified. Marks were noted on the inside of the tubing matching the ribs on a dark blue connector. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.